Event description:
It was reported that there has been an increased occurrence of blood stream infections coincident with the use of the one link microbore catheter extension set (exact number not reported). The occurrence dates were unknown, further described as occurring ¿over the last few months that have equated to a year¿s worth of infections¿. No further detail was provided. Patient outcomes and medical interventions were unknown. Additional information was requested, but is not available at this time. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device evaluation could not be completed. The lot number was unknown, therefore, a batch review was not performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted. Same event as (B)(4).